Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2012; d274trk ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial pacing threshold had been rising since approximately one year prior and was now high. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.